Event description:
A report was received that the patient had pain at the ipg site related to sitting on a bony prominence and causing discomfort at the patient¿s pelvic area. The patient underwent explant procedure and was doing well post operatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, performance and photographic imaging tests performed. The possibility that electrical leakage could cause pain in the patient¿s pocket site was investigated. Current leakage tests and residual gas analysis verified that there was no loss of electric current into the surrounding tissue as a result of faulty insulation. The ipg passed all the required tests and revealed no anomalies. Device evaluation indicated that the paddle lead passed the photographic imaging test performed. The paddle lead was cut. Damage to the lead was a result of a typical explant procedure, and it was not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had pain at the ipg site related to sitting on a bony prominence and causing discomfort at the patient¿s pelvic area. The patient underwent explant procedure and was doing well post operatively.